Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was having a settings issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 10 am. The patient reported using self adjusting insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported between (B)(6) 2013 she was treated in the emergency room (ER) and received an unknown treatment. The patient alleged a reading of "448 mg/dl" was obtained during (B)(6) 2013. At the time of troubleshooting, the cca was unable to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims she was unable to test her blood glucose due to the alleged issue and required treatment from a healthcare professional in the ER.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.